Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making sounds when lights are on. Customer was calling back after the pump rest. Blood glucose level at the time of the incident was 120 mg/dl. The customer was assisted with troubleshooting but the new battery did not restore normal pump function. Customer also reported the insulin pump did not register the bolus that was given. The customer was advised that the insulin pump would need to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and audio or vibrate anomaly noted.